Event description:
It was reported that the patient's atrial lead was found to be dislodged via x-ray. During lead revision, the helix of the lead failed to extend and retract. The lead was explanted and replaced. The patient was stable.